Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (emboli): (unknown cause of event). Evaluation, conclusion: (unknown cause of event).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the. Angle between proximal aaa neck and main axis of aaa is 60 degree, aortic neck below the renals is 22 mm, distal diameter is 23 mm, its length is 11 mm and the aneurysm is fusiform in shape with a diameter of 55mm. There was mild iliac tortuosity bilaterally. The renal insufficiency was assessed to be unrelated to the device and related to the procedure. Treated by hemodialysis and resolved. The event was a result of the pneumonia and resolved. It was reported that the patient suffered a non-pulmonary embolism. This resulted in a surgical intervention in which the physician elected to perform an embolectomy. The investigator assessed that the event was procedure related, but not device related. The event resolved and the patient recovered. No clinical sequelae were reported and the patient is fine.